Event description:
It was reported that the programmer screen began flickering and there was an electrical burning odor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis of the programmer found no anomaly.